Event description:
The lay user/patient contacted lifescan on january 6, 2008 and alleged that her one touch ultra2 meter was displaying the error 2 message. The medical affairs specialist was unable to reach the patient after several messages via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in 2007 at 5:00 am. She also mentioned that she felt shaky after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct. The condition of the test strips was good. It was determined that the error 2 message occurred when inserting a test strip. The issue was not resolved when a retest was performed with a strip from a new vial. This complaint is being reported because the pt claimed he experienced symptom suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.